Event description:
Info rec'd indicates when pushing down the brake pedal on the foot end of the stretcher, the casters would still roll and pivot.

Manufacturer narrative:
The technician found the brake linkage was broken where it fits into brake bar. He replaced both ends with a brake linkage upgrade to repair the stretcher.